Event description:
It was reported the patient had not had stimulation sensation since the day prior to report and they had followed the post-surgical activity restrictions. The patient stated she had her follow up appointment in 2-3 weeks.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0bnm3, implanted: (B)(6) 2013, product type: lead. (B)(4).